Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported internal battery alarm. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 25 nov 2019. The service technician confirmed the battery is past 5 years old and unit does not pass battery test and gives low battery alarm. The service technician confirmed customer received quote for battery replacement and customer does not have a purchase order at this time. Unit is has been tagged and is out of service, no service has been performed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.